Manufacturer narrative:
H3. Analysis of catheter serial number (B)(6) identified the catheter body to be deformed in shape, however it did not affect the performance of the catheter. Analysis of the pump revealed no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen of concentration "1000" at an unknown dose rate via an implantable pump. It was reported that the patient had no symptoms before surgery. During surgery the catheter was unable to be aspirated to show appropriate flow of cerebrospinal fluid (csf) from the intrathecal space. They attempted to aspirate from the catheter access port (cap) and from the catheter with a needle, but both were unsuccessful. Factors that may have led or contributed to the issue was indicated as not applicable. The entire catheter was replaced. A new spinal segment was implanted with sufficient spontaneous csf flow and was connected to the new pump segment; both being a model 8780 catheter. The issue was resolved as of 2024-mar-14. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history and weight at the time of the event were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 05-jul-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) stated that the dosage of the baclofen was 333.9 mcg.

Manufacturer narrative:
H6: note that codes were updated based on new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter issue was found at the time of pump replacement for normal elective replacement indicator (eri). The cause of the inability to aspirate the catheter was no determined. The rep also stated that they had already returned the explanted pump and catheter.